Manufacturer narrative:
No ultraflow ii I/a handpiece (#(B)(4)) was received for a white material coming out of the handpiece. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot info was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Event description:
A doctor reported a whitish material that came out of the irrigation / aspiration (I/a) handpiece upon use. He stated it looks like whitish calcium or salt deposits. There was no surgical interruption or complication. A bunch of this small material gushed out of the I/a tip during the cortex removal. The doctor went after them with the tip and cleaned out what he could see. He then proceeded with the intraocular lens insertion, aspiration of viscoelastic and reformation of chamber upon completion of the procedure. There was no residual particles visible. On the first day post-op, a small particle was visible in the patient's mid iris. There was no sign of unusual inflammation or infection. Additional information has been requested but none has been received.